Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report: 1627487-2021-16337. It was reported that patient experienced ineffective stimulation. Patient denies any traumas or falls. Upon x-ray observation lead migration issue was observed. The system was explanted. There were no complications during the procedure. Patient was stable.